Event description:
A client of the county health department reported that two weeks after clients orasure hiv-1 oral specimen collection, client has had three facial rashes beginning two weeks after the test. The client expressed that client was a vegetarian an was not informed of the bovine gelatin until after taking the test.